Event description:
A male underwent initial aaa repair in 2004. The physician placed one main body and two iliac leg grafts. Over time the landing zones continued to show enlargement so in 2008 he placed one iliac leg graft after he embolized the internal iliac artery (1820334-2008-00508) and extended the other leg with another iliac leg graft (1820334-2008-00509). Pt is well.

Manufacturer narrative:
Ad'l info: each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, the appropriate individuals have been notified and we will continue to monitor for similar events.